Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using the vasoview 6 pro device, it was observed that the dissection tip was cracked. Nothing fell into the pt and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).